Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she was not feeling stim the night prior to report ((B)(6) 2016) so she raised stim to 4v on (B)(6) 2016 but it was too high. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know if the overstim resolved. If additional information is received, a follow up report will be sent.